Event description:
It was reported that the patient experienced total atrioventricular block when the attempted right ventricular (rv) lead was being manipulated. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.